Event description:
Ventilator failed during active ventilation of patient. Patient went into active distress. Rapid response called. Patient was manually ventilated until back-up ventilator was placed.